Manufacturer narrative:
All available information was investigated, and the reported gripper issue was confirmed via returned device analysis and identified the non-tactile marker gripper line to be separated (slipped) from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue was due to the observed gripper line separation (slip). The observed gripper line separation appears to be related to a potential product issue.the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not lowering as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.